Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: a pump evaluation was performed and confirmed pump functioned as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.